Event description:
The hcp reported that the implantable neurostimulation system was explanted due to infection. Patient symptoms included drainage at the incision made for the connector of the bifurcated extension. The patient requested not to be reimplanted. The hcp reported the patient outcome as 'recovered without sequela'.